Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial under sensing was noted. No further action was taken as the patient is undergoing aggressive treatment for advanced-stage cancer.